Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a lower volume than programmed (under infusion) during therapy in the intensive care unit. 1010ml of chemotherapy was programmed to be delivered in 24 hours, however there was more than 30ml remaining in the bag (which was delivered by the nurse via gravity) and the device showed the volume infused to be 1011ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation observed the device to deliver within specification. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.